Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the long bipolar grasper instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of dislodged conductor wire to be related to the customer reported complaint. The long bipolar grasper instrument was found to have a segment of the conductor dislodged from the connector at the back end. Additionally, the instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. The instrument failed an electrical continuity test. The root cause of this failure is attributed to component failure. Additional observation(s) not reported by site: the long bipolar grasper instrument was found to have a loose grip cable at the distal end. The root cause is attributed to a component failure. The instrument was found to have insulation damage on the conductor wire. The internal wires were not exposed as a result. The damage was located at the distal end on the bipolar yaw pulley. An electrical continuity was tested and failed. The root cause is attributed to a component failure. The long bipolar grasper instrument was found to have charring and localized melting on one grip. The instrument failed the electrical continuity test. The root cause is typically attributed to mishandling/misuse. No image or video was available for review. A review of the instrument logs for the long bipolar grasper (part number 471400-10/lot number k10220124) associated with this event has been performed. Per the review, the long bipolar grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 7 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the following: the long bipolar grasper instrument was found to have charring and localized melting on one grip. Thermal damage at or near a conductor wire breakage is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy procedure, the long bipolar grasper instrument would not cauterize, but the instrument functioned in all other aspects. The procedure was completed with no reported injury. The long bipolar grasper is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.